Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The plan is to replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The plan is to replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (correction): additional information was received from the field. Device serial number field (d4) was updated to: (B)(6). If information is provided in the future, a supplemental report will be issued.